Event description:
Affiliate reported that the device was torn at the siphon guard, causing csf leakage. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the siphon guard was no longer attached to the valve. It is not possible to determine if the device came in contact with the edge of a sharp instrument or if the detachment occurred during the implant or ex-plant of the device. When the device was tested an occlusion was found at the inlet of the ruby ball. When the device was irrigated the flow was normal and the device passed the pressure test. It was also noted that biological debris was found throughout the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.